Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high capture threshold and sensing anomaly. It was suspected that the lead had dislodged. After the lead was repositioned, electrical measurements were normal. There were no adverse consequences to the patient.